Manufacturer narrative:
Due to lack of relevant information, a specific root cause could not be identified.

Event description:
The customer received questionable results for creatinine plus (creae) on one patient sample on (B)(6) 2013 and two patient samples on (B)(6) 2013. The original results had been reported outside of the laboratory and were questioned by physicians. The customer pulled the samples and repeated them on a hitachi modular p analyzer on (B)(6) 2013. The customer was unable to indicate what instrument the original results were generated on. The customer deemed the repeat results to be the correct results. The customer did not believe there were any adverse effects from the erroneous results. Patient 1 had an initial creae result of 1.9 mg/dl on (B)(6) 2013. The repeat result was 0.6 mg/dl. Patient 2 had an initial creae result of 1.4 mg/dl on (B)(6) 2013. The repeat result was approximately 0.7mg/dl or 0.8 mg/dl. The customer was unable to provide additional clarification on the result. Patient 3 had an initial creae result of 1.9 mg/dl on (B)(6) 2013. The repeat result was 0.9 mg/dl. The lot of creae r1 reagent in use was 67600301, with an expiration date of 11/30/2013. The lot of creae r2 reagent in use was 68050301, with an expiration date of 11/30/2013. The field service representative (fsr) could not find an problem. He performed a precision check, which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).